Event description:
It was reported to philips the power light was off and the power supply "hums" very loudly. There was no patient involvement.

Event description:
It was reported to philips the power light was off and the power supply "hums" very loudly. There was no patient involvement. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty ac power module. The fse replaced the ac power module. The device passed all performance assurance tests and was placed back into use with the customer.